Event description:
According to the event description: patient undergoing chemotherapy treatment. Chemotherapy treatment started on (B)(6) 2026 at 14:40, however on (B)(6) 2026 around 12:00 it was verified that the medication installed in the pump was not administered, the medication bag was full, triggering the nursing coordination and pharmacist who requested the removal of the medication. The pump did not show any alarm signal and the display showed the correct volume. The event occurred on 06/05/2026. Pump removed the medication and paused the pump. The event was considered serious by the patient. Prolonged hospitalization by 1 day. Patient continues to recover.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.